Manufacturer narrative:
Complete information has been provided in the initial report. Coding updated. The part has been shipped as material only at the dealer¿s site. No other information or details were provided and available.

Event description:
It was reported the battery does not hold a charge. There was no patient involvement. The remote service engineer advised replacing the battery. The replacement battery was sent to the customer as material only. No additional information is available.